Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy, the device was fired and no clip was present and the handle stuck closed and then had to be manually forced open. The customer used another like device to complete the case with no patient consequences.